Manufacturer narrative:
Device evaluation: two portex tracheal samples were received in used condition without their original packaging. Immediate visual inspection detected holes in both sample tubes. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. Operator training records were reviewed to ensure operators are trained in bell-out, fit inflation line, and leak tests. No discrepancies were found. The bell-out and fit inflation line operations were also audited during thirty two (32) units finding no discrepancies or damaged tubes. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and investigation, the complaint was confirmed. The problem source was stated to be manufacturing and it was noted the most probable sources of the reported event were either of the following: an application of strong pressure when inserting the bradawl or a lack of detection by production personnel who performs the fit inflation line operation. Retraining was completed by the quality engineer and production supervisor for - bell out, fit inflation line, inflate cuff, and pressure decay test, emphasizing that care must be taken not to pierce the inflation channel. Also, training to ensure inflation channel is not split or pierced when using bradawl. Additionally, an image was added to the visual aid to show accepted bradawl specifications.

Manufacturer narrative:
Device evaluation: one portex tracheostomy sample was received for investigation in used condition without its original packaging. Immediate visual inspection found no issues or damage. Next, the returned sample was inflated using a syringe and the product was submerged under water and no leakage or issues were found. To further investigate the issue, relevant documents were reviewed and deemed adequate. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additionally, the cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was also conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was not confirmed. No fault was found with the returned sample.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon attempting to connect a hme filter to a smiths medical portex® blue line ultra® tracheostomy tube there was resistance felt. There were no reported adverse patient effects.